Event description:
Female patient undergoing bariatric surgery: during which we used lapra-ty clips for gastric sleeve; went through 3 packages. Clips would either not stay on the applier or would clip to applier and would be clasped closed so we could not use on suture. Also tried using a diffrent clip applier and still had the same problems. We were able to use some clips but not all.